Event description:
Immediate darkening discoloration/dusky nose/red and white lace-like pattern seen on upper lip/sluggish capillary refill/vascular occlusion [vascular occlusion]. Case narrative: united states report received from a health care professional via company representative on 11-feb-2026, refers to caucasian female patient in her mid to late 40s who had received rha 3 for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. Volume of 0.1ml of rha 3 was applied on pyriform via needle and bolus injection technique with gauge size of 30g. It was not reported if cannula was used for the administration. Lot# 24392il0 and expiration date: 28-sep-2027. On 09-feb-2026, immediately after the bolus was placed, the hcp noticed darkening discoloration that progressed quickly to evidence of a dusky nose. On an unknown date in feb-2026, the patient experienced continued discoloration, though it was improving and a red and white lace like pattern was observed on the upper lip. The patient underwent a capillary refill test, which showed some sluggish refill that persisted; however, the provider noted that the color returned to baseline in less than 3 seconds. The health care provider's final diagnosis was vascular occlusion. The patient received treatment with hylenex (hyaluronidase) 4 rounds minimum at varying amounts 75u-250 range. At the time of report, the outcome of the event vascular occlusion was considered as resolved on an unknown date in feb-2026. The intensity of the event vascular occlusion was not reported. It was unknown if the product was available for return. Health effect: clinical code: e2328, obstruction/occlusion health effect: device code: a24, adverse event without identified device or use problem pictures of the patient were provided. Follow-up information received from a health care professional via company representative on 17-feb-2026, included health care provider's final diagnosis and final outcome. Verbatim clubbed together as (immediate darkening discoloration/dusky nose/red and white lace-like pattern seen on upper lip/sluggish capillary refill/vascular occlusion and coded as final diagnosis of llt: vascular occlusion), outcome updated from resolving to resolved, date of resolution added. Narrative updated accordingly. Company comment: a female patient in her mid to late 40s underwent treatment with rha3 for an unknown indication via needle and bolus injection technique. Immediately after the bolus injection, the patient developed dark discoloration, which rapidly progressed to a dusky appearance of the nose. A capillary refill test was performed, which demonstrated sluggish refill that persisted. The patient was subsequently diagnosed with vascular occlusion. At the time of the report, the outcome of the event was recovered. No information regarding patient¿s relevant medical history and concomitant medication/treatment was provided, limiting the assessment of other potential predisposing factors. Considering the close temporal association between rha3 administration and the onset of the event and the lack of alternative etiologies identifiable from the information provided, the company assessed that a causal relationship between the reported event and rha3 cannot be excluded and therefore considered the events to be possibly related. The company will continue monitoring the benefit-risk profile for the product.